Event description:
The customer reported that her blood glucose measured 312 mg/dl and 248 mg/dl (times not specified) less than four hours after activating the pod. She stated that the cannula was not in the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not in the skin at the infusion site. A dislodged or improperly inserted cannula could interrupt insulin delivery and contribute to hyperglycemia. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.